Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #3 correction to include information that was previously omitted from follow-up #1. During test strip evaluation, lifescan product analysis also noted a secondary issue; the returned test strips were found to have shelf life exceeded.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The patient also reported that she felt the subject meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow up call by medical surveillance. The patient reported that at 09:30pm on (B)(6) 2015 she obtained erratic results of "106, 177 and 83mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. She also reported that when she obtained the result of 177mg/dl on the subject meter she felt it was inaccurately high in comparison to a result of 55mg/dl obtained on a contour meter, with the two tests being performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient reported that she manages her diabetes by self-adjusting her insulin doses and had continued to take her usual dose of 6 units novolog on (B)(6) 2015. The patient claimed that three hours prior to the results obtained at 09:30pm on (B)(6) 2015, she had developed symptoms of sweating, feeling disorientated and a rapid heartbeat. The patient stated during the call that prior to these symptoms she had obtained a result of 180mg/dl on the subject meter and that she felt the device had been reading inaccurately before she became symptomatic. The patient stated that on (B)(6) 2015 at 09:30pm she self-treated with food or drink.during troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. Replacement products were sent to patient. This complaint is being reported as the patient developed symptoms suggestive of a serious injury after the subject meter had allegedly been reading inaccurately.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.